Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 60 mg/ml morphine at a dose of 19.9 mg/day via an implantable infusion for non-malignant pain. It was reported by the rep that during a catheter dye study on (B)(6) 2017 2 cc was aspirated through the catheter access port (cap) but the fluid was bloody (deep red but not all blood in the fluid). The rep stated that it was confirmed that they were in the cap via x-ray including a lateral view. The rep stated the hcp was still seeing bloody fluid aspirated from the cap after rinsing with preservative free normal saline (pfns). A catheter event reported and confirmed. It was confirmed that the catheter was disconnected from the pump. A dye study and cap aspiration were done to diagnose the issue. The rep stated that the hcp confirmed they were in the cap via x-ray and when the hcp withdrew fluid it was "completely bloody". The hcp decided to flush with saline and aspirate again, the "contents started out clear then back to bloody". Per the rep, the hcp then did a dye study and the dye study "bunched up around the catheter connector" so it appeared to be disconnected. No symptoms were mentioned. The patient was to be sent back to the surgeon to have it fixed. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the disconnected catheter was that possibly the catheter was disconnected following revision of pump. The disconnected catheter and bloody fluid being aspirated through the catheter access port (cap) was not resolved yet as the patient was still awaiting revision of intrathecal pump.